Event description:
This goes along with the baxter colleague volumetric infusion pump recall. I believe baxter is downplaying the percentage of pumps that are affected. We have 140 single channel pumps and out of the 140 we have found 3 pumps with the error codes documented. This comes out to a 2% error rate. We have 42 triple channel pumps with 5 of the pumps with the error codes documented. This comes out with a error rate of 12%. Baxter has stated to me that they are experiencing only about 1/2% error rate. I find this hard to believe and I also notice that it leans towards the 3 channel pumps have a higher error rate than the single channel pump based on our documentation.